Event description:
It was reported that the device mv feature switched vectors due noise oversensing on the atrial channel (no pacing inhibition). Impedance was measured at 466 ohms. The lead remains in-service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).